Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens, and it looked like it got caught in the anterior chamber and the posterior chamber was torn. The incision was enlarged to remove the lens and a vitrectomy was performed. A suture closed the wound.

Manufacturer narrative:
Results - (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage observed.